Manufacturer narrative:
On 08/25/2016 the field service engineer (fse) replaced the aspiration probe and diff mix chamber to fix the leak. Shutdown and startup passed without any further problems. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a contained clear leak from the unicel dxh 800 coulter cellular analysis system while idle. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.

Manufacturer narrative:
The catalogue number was changed from 629029 to b24802.